Event description:
It was reported that the patient has inflammation and lot of pain. A revision was performed on 8 february 2019. The doctor believes that the device has not malfunctioned, thinking as first choice in an arthrofibrosis case post tka.

Manufacturer narrative:
The review of the device history records showed no deviations. All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. According to the medical opinion an arthrofibrosis is suspected to be the reason for the reported event.

Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the item was produced. The investigation is in progress.

Event description:
It was reported that the patient has inflammation and lot of pain. A revision surgery of the knee prosthesis is planned.